Event description:
The customer tested her blood glucose using her contour ts meter and her son's contour meter. The contour ts meter read 450 mg/dl, while the contour meter read 145 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not experience an adverse event. The customer had been advised to return her test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.